Event description:
The tip of the wire guide broke off when the doctor withdrew the puncture needle and wire guide together. The tip of the wire guide was left inside the pt and they did not continue with the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence and the pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definitive root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. We will continue to monitor for similar complaints.